Event description:
It was further reported that the target lesion was 99% stenosed not 94% as initially stated. The two stents were implanted in the proximal left anterior descending artery were implanted in an overlapping fashion with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as 2134265-2012-03502. Same patient as 2134265-2012-03515. It was reported that during a coronary artery stenting treatment procedure slow flow occurred. Lesion 1 was a bifurcated lesion, located in the proximal left anterior descending (lad) artery with 94% stenosis and was 15 mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with direct stent placement using a 4.00 mm x 20 mm and 3.5 mm x 8 mm ion stents in an overlapping fashion with 0% residual stenosis. During the index procedure, post stent deployment, slow flow/no flow was noted in the proximal lad. Additionally a 100% stenosis with timi 1-2 flow was treated with 2.5 mm x 12 mm pt choice extra support wire with 20% residual stenosis and with timi 3 flow to large diagonal. The patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).